Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the lead could not be fully inserted into the ventricular port of the pacemaker. The device was replaced and the same issue was noted on the replacement device. The device was replaced again and the procedure was completed with no adverse consequences to the patient.